Event description:
Informed by product complaint that internal blood leak occurred during pt treatment. Device was 8th use. The blood loss was estimated at 220 ml due to discard of the extracorporeal volume. This was no pt injury and pt tolerated the remainder of the dialysis without incident. The hematocrit was reported as stable. MDR filed due to blood loss.